Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. (B)(4).

Event description:
Two treatments on low speed and one treatment on high speed were administered with a diamondback coronary orbital atherectomy device (oad) in the right coronary artery (rca). Angioplasty was performed on the mid rca. An unsuccessful attempt was made to advance the balloon to the distal rca. Since the balloon could not be advanced, oa was performed in the distal rca. Two 20 second treatments were performed on low speed. The patient then developed hypotension. There was no evidence of a dissection or perforation. Sluggish flow was observed in the rca, but this was to be expected with low blood pressure (50/30). Levophed was administered, but the patient experienced ventricular fibrillation and coded. The code lasted 1.5 hours. The patient expired. The cause of death was pulseless electrical activity secondary to hypotension.